Event description:
Customer reported that she had a blood glucose level of 420 mg/dl at the time of the call. Customer reported vomiting and having ketones. Customer reported treating with a manual injection. Customer reported that she was advised by her health care provider to go to the hospital. Customer chose not to troubleshoot and requested that the insulin pump be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.